Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) (B) (4) alleging, there she could only see a faint line on her onetouch ping meter display. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on the morning of (B) (6), 2010, she woke up feeling sweaty. The patient claimed, she tested her blood glucose with the subject meter (result unknown); however, denied receiving medical treatment. The patient claimed that the alleged issue began after that. It is not known if the patient made any changes to her diabetes management as a result of the display issue. At the time of troubleshooting, the csr noted, there was no known trauma to the subject meter. Replacement products were sent to the patient. Although the patient developed a symptom suggestive of either severe hypoglycemia or hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient was symptomatic prior to when the alleged issue began. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the alleged issue remained unresolved.